Event description:
The consumer reported the patient had experienced a loss/change of therapy. The patient lost weight and it was becoming painful because it would protrude and the device was not working. It was noted this had occurred approximately 2 years to a year and a half ago. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.